Event description:
During an investigation into an alleged treatment, a reportable problem was discovered. Monitor sn (B)(4) was unable to power on. In addition, electrode belt sn (B)(4) failed incoming testing. The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. As received the monitor would not power on. A root cause investigation is underway. A supplemental report will be submitted upon completion. Device eval of electrode belt sn (B)(4) is underway. Upon receipt the electrode belt failed incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor or electrode belt. The pt received a replacement monitor and electrode belt. Device manufacture date: monitor sn (B)(4), belt sn (B)(4): 07/2012.